Event description:
Event description cpi received information that a pacemaker dependent patient with this implantable pulse generator (ipg) is exhibiting loss of capture when programmed to the bipolar mode.